Event description:
The customer called into technical support (ts) reporting that the device has a low led light, continuous alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.